Manufacturer narrative:
This lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Attempts were made to gain venous access via the subclavian and cephalic veins but were unsuccessful. The physician then elected to insert the lead via the external jugular vein. Upon placing the lead the physician was unable to fully extend the helix due to several sharp curves in the venous anatomy. After the lead was placed, high out-of-range pace impedance measurements were observed in unipolar configuration leading the physician to suspect lead fracture as result of accumulated torque while manipulating the helix. Due to the duration of the procedure the physician then elected to remove the lead and abandon the procedure. The physician later performed a right-sided implant without complication. No adverse patient effects were reported.